Event description:
As reported, when the physician got the 3.5x33 elunir drug eluting stent (des) to his desired destination, the stent came off the balloon. The stent was completely dislodged from the system and occurred at the lesion site. Therefore, the physician snared it out. The elunir product was removed intact (in one piece) from the patient but was mangled. There was no reported patient injury. The patient is fine. The intended procedure/lesion was for superior femoral artery (sfa)/anterior tibial. There was no vessel tortuosity. The lesion was moderately calcified. The device was not used for a chronic total occlusion (total occlusion >3 months). The device was stored, prepped normally and handled per the instructions for use (IFU). There was no damage noted to the package. There were no anomalies noted to the device when it was taken out of the packaging. The product was inspected prior to use and appear to be normal. There was no unusual force used at any time during the procedure. The stent was not manipulated during prep. The stent was properly mounted on the system when inspected prior to use. There were no damages noted prior inserting the product into the patient. The physician used the 0.18 saber balloon for the sfa. A 6f non-cordis sheath was used in conjunction with the device and no guide catheter was used. The inflation device was in the neutral position when the system was being advanced. The device will not be returned for analysis as it was discarded at the site. An image of the device is available for review. Other procedural details/patient information were requested but were unknown/unavailable/unsure.